Event description:
Catheter split at the plastic that threads into the tubing, catheter has been in place for approximately 12 hours. The catheter was removed, significant risk of infection. The baby had to undergo the intervention of the installation of a central line, an invasive technique for the nn.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the product experience report there was no sample available for review. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and determining a definite root cause and corrective action is not possible. There have been no other complaints regarding this issue with this lot number.

Event description:
Catheter split at the plastic that threads into the tubing, catheter has been in place for approximately 12 hours. The catheter was removed, significant risk of infection. The baby had to undergo the intervention of the installation of a central line, an invasive technique for the nn.

Manufacturer narrative:
Sample is not available for return. A follow-up report will be submitted once investigation has been completed.